Event description:
Boston scientific received information stating the product was removed because of infection / erosion. Explant date: on (B)(6) 2012. (B)(6), japan. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).